Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for ugastrointestinal/pelvic floor. It was reported that the patient was trying to get an MRI at the hospital and they called the patient back yesterday ((B)(6) 2024) to ask if the patient programmer was working. The patient said the programmer was not doing anything. Patient said they changed the batteries yesterday but the programmer would not connect to the implant. During the call the patient attempted to connect to their implant with the programmer but only saw a poor communication screen. Patient said they had been having a hard time with the device lately and it did not seem to be working properly. Patient mentioned that they had increased their dose and it did not work. Patient said this had been going on "off and on" and they felt stimulation for a second and then it stopped working. Patient services reviewed possible eos and MRI information with patient. Patient to follow up with healthcare provider (hcp) for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of patient not feeling stim, no connection and device not working was due to dead battery. Patient needs to get MRI, needs device removed. Issue was caused by normal battery depletion. Device and lead removed at patients request.